Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source had all of the light emitting diodes (leds) are flashing on the front. The issue was identified during inspection for use. There were no reports of patient involvement.